Event description:
A report was received that the patient felt shaky. The physician believed that the patient had hyper-reflex on the lower extremity and that there could be a cord compression. The physician believed that this event was procedure related and not device related. The patient underwent a revision and did well postoperatively.